Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: the keypad was found to be peeling up at ok keypad button. All keypad buttons were found to respond appropriately during testing. The complaint of a keypad response issue was not duplicated during investigation, however, damage to the keypad was confirmed. The keypad cover was removed and no contamination was found under the key contacts. Unrelated to the complaint, investigation revealed a crack in the battery compartment at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow and down arrow buttons were under-responsive and that the keypad was missing/peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.